Manufacturer narrative:
E1: patient city: (B)(6), patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported, that the patient faced infusion set not adhering. And became disconnected while swimming on (B)(6) 2024. No further information was available.